Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 2345 pulses and was deactivated by the user. Pod received was found to have kinked soft cannula on the exposed portion. It could not be determined when this damage has occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle did not deploy; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.